Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was greater than 500 mg/dl, and the meter bg reading was 220 mg/dl. No additional patient or event information was available. Tandem technical support instructed the customer to use a new sensor.